Event description:
"Surgeon was pulling out the bag with the patients gall bladder inside and the bag broke/ruptured as he was pulling it through the abdominal wall. He had to get an ethicon bag to get both our bag and the specimen out of the abdomen."

Manufacturer narrative:
Product has not been returned to the manufacture for evaluation. If product is returned, evaluation will be completed and follow-up report will be sent.